Event description:
Additional information was received regarding the event. It was reported that a user of a sigma spectrum device programmed an infusion of tpn and manually entered an incorrect rate in the cardiac intensive care unit on an infant post repair of coarctation of aorta. The patient was started on tpn at 10:06 and the pump was programmed as followed: basic mode selected, volume to be infused (vtbi): 492ml, rate: 123ml/hr (intended rate: 12.3ml/hr). At 11:30, the clinician became aware of the problem with arterial blood gas results showing metabolic acidosis and blood glucose result of 742 mg/dl (normal blood glucose findings for infants: 40-90 mg/dl). At 11:48, the pump displayed tpn vtbi: 284 ml. Vital signs at the time of the event: blood pressure: 97/52, heart rate: 144, respiratory rate: 62, pulse ox: 97% and temperature: 98.2. Blood glucose testings were ordered every two hours after the initial test and the results were as follows: 13:07- 593 mg/dl, 15:16-9 mg/dl, 16:30-20 mg/dl, 17:11-66 mg/dl and 18:16-122 mg/dl. At 15:30, d10w(dextrose 10%) 10 ml administered over 10 minutes and tpn restarted at 16ml/hr. At 16:40, an additional d10w(dextrose 10%) 10 ml administered over 10 minutes. The patient was discharged to home with the parents.

Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a user of a sigma spectrum device programmed an infusion of tpn with insulin and manually entered an incorrect rate. This occurred in the cicu care area on an unknown date. The patient was an (B)(6) receiving an infusion of tpn with insulin (unknown insulin dosage). The pump was programmed for 123ml/hr at the start of the infusion (unknown start time). It was discovered approximately one hour into the tpn/insulin infusion that the rate was programmed incorrectly. The intended infusion rate was 12.3ml/hr. The (B)(6) became hypoglycemic (blood glucose level unknown) and d50 (dextrose 50%,unknown amount/dosage) IV was administered to the patient as a result of the rapid infusion of tpn/insulin. Additional details of this event are unavailable at this time. The condition of the patient is unknown at this time.